Event description:
It was reported to philips that the system's generator took an extended time to start, delaying the system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.